Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The review of provided photographs indicated compression present on the surface of the react71 aspiration catheter, damage to the marker band at the distal tip of the velocity microcatheter, and a fracture point in the velocity microcatheter. The embotrap device was not fully visible in the photographs, as it was returned within the react71 aspiration catheter. The proximal shaft section of the embotrap device which was visible showed no visible damage. The distal stent section of the embotrap device was not visible. The condition of the distal stent section of the embotrap device could not be confirmed from the provided photographs. Conclusion: the examination of the provided photographs could not confirm the condition of the distal stent section of the embotrap device. The proximal shaft section of the embotrap device which was visible showed no visible damage.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received indicating that the withdrawal of the device was performed as per the instructions for use (IFU). No excessive force was applied to pull the device into the catheter for withdrawal. Section e1: initial reporter phone: (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy of a distal occlusion to the left m1 segment of the main artery, a first pass was performed with a 5x33 embotrap ii revascularization device (et009533,20l153av). A suction catheter (react71/ medtronic) and microcatheter (velocity/ penumbra) was used to deploy the embo trap ii in the attempt to retrieve the thrombus. The physician tried to pull the embotrap into the react 71 but there was an intensive resistance felt. Therefore, the embotrap was retracted with the react 71 together from the patient. Because the thrombus was captured to some extent, the thrombus attached to the embotrap was removed with saline. It was pulled out of the velocity microcatheter (mc), however, it was found that the mc was torn. In the course of advancing the velocity mc, they may have made a u-turn inside the react 71, which made it easier to tear the velocity. A second pass was performed with the embotrap. As the velocity was broken, the physician changed the system to a react71, a microcatheter (phenom 27, medtornic) and the same embotrap was used. The system captured the remaining thrombus. There was slight resistance felt when pushing the phenom 27, so there may have been a problem with the react 71. There was no reported patient injury reported. Preliminary pictures of the device were received. Additional information was received indicating that the withdrawal of the device was performed as per the instructions for use (IFU). No excessive force was applied to pull the device into the catheter for withdrawal. The review of provided photographs indicated compression present on the surface of the react71 aspiration catheter, damage to the marker band at the distal tip of the velocity microcatheter, and a fracture point in the velocity microcatheter. The embotrap device was not fully visible in the photographs, as it was returned within the react71 aspiration catheter. The proximal shaft section of the embotrap device which was visible showed no visible damage. The distal stent section of the embotrap device was not visible. The condition of the distal stent section of the embotrap device could not be confirmed from the provided photographs. A review of the manufacturing documentation associated with lot number 20l153a presented no issues during the manufacturing or inspection process that can be related to the reported event. The initial examination of the returned embotrap device identified no deformation or damage at any location on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. A velocity microcatheter which was used during the complaint event was returned in two pieces with a fracture occurring in the proximal section of the microcatheter. The distal tip of the velocity showed damage to the marker band, resulting in the marker band standing proud from the outer profile of the velocity microcatheter. The fracture in the proximal section of the microcatheter was clean-cut and did not show any signs of necking or narrowing consistent with a tensile failure. During visual inspection of the proximal piece of the velocity a fracture occurred when a minor bend was applied to this piece of the microcatheter during handling. This fracture had a similar appearance to that which occurred during the complaint event. The react71 aspiration catheter used during the complaint event showed signs of minor damage in the distal section of the aspiration catheter. Recreation of the complaint event was attempted using the returned device, samples of the microcatheters used during the complaint event and a sample embotrap device. The complaint events could not be recreated, with only minor resistance occurring when withdrawing the embotrap within the velocity/phenom27 through the react71. The returned embotrap device shows no signs of visible damage or deformation. The returned react71 aspiration catheter shows signs of minor damage in the distal section of the aspiration catheter but was used successfully during recreation of the complaint event. The returned velocity shows signs of damage to the marker band on the distal tip, along with a fracture in the proximal section of the microcatheter. The complaint event description reports intensive resistance was felt when retrieving using the velocity microcatheter and embotrap device. Based on the investigation completed and review of the complaint details the probable root cause(s) are ancillary device related as no damage was noted on the returned embotrap and the device was successfully used in the procedure by the physician and during a simulation as part of the investigation. The react71 showed signs of minor damage in the distal section of the aspiration catheter, while the velocity microcatheter showed damage to the distal marker band on the distal tip of the microcatheter. The velocity microcatheter also fractured during the complaint event. The root cause for the ancillary device failure could not be determined. There is no indication that this complaint was as a result of a defect or malfunction of the embotrap device. The embotrap device shows no sign of damage or deformation as a result of the complaint event. Withdrawal difficulty into the intermediate/guide catheter after deployment is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. There are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with lot number 20l153a presented no issues during the manufacturing or inspection process that can be related to the reported event. Preliminary pictures of the device were received, a visual analysis is anticipated, but not yet began. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy of a distal occlusion to the left m1 segment of the main artery, a first pass was performed with a 5x33 embotrap ii revascularization device (et009533,20l153av). A suction catheter (react71/ medtronic) and microcatheter (velocity/ penumbra) were used to deploy the embo trap ii in the attempt to retrieve the thrombus. The physician tried to pull the embotrap into the react 71 but there was an intensive resistance felt. Therefore, the embotrap was retracted with the react 71 together from the patient. Because the thrombus was captured to some extent, the thrombus attached to the embotrap was removed with saline. It was pulled out of the velocity microcatheter (mc), however, it was found that the mc was torn. In the course of advancing the velocity mc, they may have made a u-turn inside the react 71, which made it easier to tear the velocity. A second pass was performed with the embotrap. As the velocity was broken, the physician changed the system to a react71, a microcatheter (phenom 27, medtronic), and the same embotrap was used. The system captured the remaining thrombus. There was slight resistance felt when pushing the phenom 27, so there may have been a problem with the react 71. There was no reported patient injury reported. Preliminary pictures of the device were received.